Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep confirming that the lead twisting led to the patient having the full explant/implant due to twiddler's syndrome. The patient's device system was removed and a new lead and ins was implanted. They also used tyrx pouch to minimize twiddler's syndrome during the revision. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: 16-jan-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who had an implantable neurostimulator. It was reported that patient's lead twisted. No symptoms or further complications were reported.